Event description:
On january 17th, 2019, linkbio customer service was informed that an mp proximal body malfunctioned during a revision surgery that had intended to address a patient's dislocation. The surgeon had attempted to remove the proximal body off the stem and the whole thing came off. Due to the malfunction, the surgical technique had to be altered. The original case took place at (B)(6) clinic with dr. (B)(6). The malfunctioned parts will be shipped back to linkbio. The operative report from the original revision surgery was sent to the linkbio complaints department. Note 20190121 (B)(6): on january 21st, 2019, (B)(6) called sales representative (B)(4) to get more additional details for the complaint. It was found that the link mp stem, link proximal body and link screw was used with a competitive constraint liner. The sales representative confirmed that the screw was removed by the surgeon before attempting to remove the proximal body from the stem. For unknown reason the proximal body was not disassociating with the stem. Upon putting more effort, the stem and the proximal body came off.

Manufacturer narrative:
Follow up # 1 include following corrections: b4: "date of this report" changed from 01/25/2019 to (B)(6) 2019. Linkbio became aware of the complaint on (B)(6) 2019. F10: added patient codes and device codes. F13: corrected date for "report sent to manufacturer" from 01/25/2019 to 01/17/2019.

Event description:
On (B)(6), 2019, linkbio customer service was informed that an mp proximal body malfunctioned during a revision surgery that had intended to address a patient's dislocation. The surgeon had attempted to remove the proximal body off the stem and the whole thing came off. Due to the malfunction, the surgical technique had to be altered. The original case took place at (B)(6) clinic with dr. (B)(6). The malfunctioned parts will be shipped back to linkbio. The operative report from the original revision surgery was sent to the linkbio complaints department. Note (B)(6): on january 21st, 2019, (B)(6) called sales representative (B)(6) to get more additional details for the complaint. It was found that the link mp stem, link proximal body and link screw was used with a competitive constraint liner. The sales representative confirmed that the screw was removed by the surgeon before attempting to remove the proximal body from the stem. For unknown reason the proximal body was not disassociating with the stem. Upon putting more effort, the stem and the proximal body came off.